Manufacturer narrative:
The electrode pads were returned to zoll medical corporation; the customer's report was duplicated and attributed to a loose connection of the (self-test) shorting wires. The pads were replaced to resolve the report. The device was recertified and returned to the customer. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.